Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor pins) has been confirmed. Upon investigation both the monitor pins were missing and the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had damaged pins.